Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Event description: on 31-mar-2026, an email was received from a clinical research associate (cra) regarding a draft manuscript associated with clinical study (B)(4) conducted by the american hip institute. A review of information from the clinical study titled ¿comparative outcomes of surgical dislocation of the hip versus arthroscopic treatment for femoro-acetabular impingement: a prospective matched-pair study with minimum 5-year follow-up¿ (B)(4) was subsequently performed. This prospective matched pair study evaluated patients who underwent open surgical dislocation of the hip or primary hip arthroscopy for the treatment of femoroacetabular impingement between 2008 and 2020, with a minimum follow-up of five years. A total of 32 patients were included, comprising 8 patients in the surgical dislocation group and 24 patients in the arthroscopy group, matched by age, sex, body mass index (bmi), follow-up duration, and labral and capsular treatment. Both treatment groups demonstrated statistically significant improvements in patient-reported outcomes, including the modified harris hip score (mhhs), non-arthritic hip score (nahs), hip outcome score¿sport specific subscale (hos sss), and visual analog scale (vas), from preoperative baseline to the latest follow-up. Although greater improvements were generally observed in the arthroscopy group, both cohorts achieved comparable rates of clinically meaningful improvement, as defined by mcid and pass thresholds. Secondary surgical interventions were reported in both cohorts. Two patients in the surgical dislocation group and three patients in the arthroscopy group underwent secondary hip arthroscopy. Reported indications for secondary procedures included persistent hip pain, residual femoroacetabular impingement, labral pathology, symptomatic cam or pincer morphology, painful hardware, snapping hip, and hip instability. No conversions to total hip arthroplasty were reported in the surgical dislocation group, and arthroplasty-free survivorship exceeded 95% across both cohorts. Based on the findings presented in the manuscript, both surgical approaches were considered effective and demonstrated comparable midterm outcomes, with a higher observed rate of secondary arthroscopy in the open surgical dislocation group. No new or unexpected device-specific safety signals were identified during review of the manuscript.